Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter was deployed at the level of l3 and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the inferior vena cava (ivc) wall. Additional information received indicates that the patient became aware of these issues approximately three years and eleven months after the implantation of the device. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, mental anguish, anxiety, stress, and other damages. The patient is further reported to require constant medical monitoring and lives with fear that the filter may malfunction. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The brief also reported perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, mental anguish, anxiety, stress, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events three years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation of filter strut(s) outside the ivc. The patient reports constant medical monitoring and lives with fear that the filter may malfunction. The following additional information received per the medical records state that during the implant procedure, the right internal jugular vein was accessed. A 0.035 bentson wire was passed down the inferior vena cava, and an 8 french deployment sheath and dilator were passed. To the level of the 3rd lumbar vertebrae. The inner dilator was removed, the filter was advanced through the sheath and deployed. The sheath was removed. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Per the medical records, during the implant procedure, the filter was advanced through the sheath and deployed at the level of the 3rd lumbar vertebrae. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the ivc wall. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient also reports fear. It was reported, there was a successful removal procedure three weeks post implantation. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.